Event description:
Patient was revised to address osteolysis. Loosening of the femoral component at the cement/bone interface was also reported; however, competitor cement was used in the primary surgery, and it was reported that the patient had fallen and fractured her femur, which caused the stem to loosen.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states patient was revised to address osteolysis. Loosening of the femoral component at the cement/bone interface was also reported; however, competitor cement was used in the primary surgery, and it was reported that the patient had fallen and fractured her femur, which caused the stem to loosen. Doi unk - dor (B)(6) 2012 (hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.